Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump using multiple sources. There was no reported impact to the customer's blood glucose level. The customer was to continue to use the pump to manage diabetes.